Manufacturer narrative:
The zoll catheter was not returned to zoll for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A patient was hospitalized and a zoll solex 7 catheter was inserted into the right jugular vein by an experienced physician. The insertion was smooth. The dwell time of the catheter was 7 days. Per reporter, the catheter was not connected to the thermogard ivtm console during this period and was possibly used as a central venous catheter. Upon catheter removal, a user noticed unwrapped catheter balloons and the integrity of the catheter was questioned. No patient harm or consequence was reported. No additional information was provided.

Manufacturer narrative:
The reported complaint was not confirmed. Visual inspection of the returned catheter was performed. A partial piece of the solex 7 catheter was received (only 4 cm of solex 7 serpentine balloon with no tip) for evaluation. The serpentine balloon was completely cut and damaged, blood had accumulated/dried up on the balloon. Unable to perform the pressurized functional testing due to the condition in which the catheter was received. Unable to confirm the reported problem due to the condition in which the catheter was received. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Lot history search was not performed since the solex 7 catheter lot number could not be identified.